Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system the white rubber port splashed blood in operators eyes. The following was received by the initial reporter: verbatim: at around 11:00 on (B)(6) 2023, the patient was successfully punctured with an intravenous indwelling needle. After the steel needle is pulled out normally, the white rubber port of the catheter seat splashes blood to the operator's eyes. It has been washed under running water for the first time, and the occupational exposure has been reported according to the relevant management procedures of the hospital. The bleeding port of the patient's indwelling needle is wiped with disinfectant and then sealed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-aug-2023. H6: investigation summary. A device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned to aid in our investigation. Functional testing of the device was not able to replicate the reported leakage under product specifications. This nonconformance could not be confirmed. Additionally, functional testing was also performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system the white rubber port splashed blood in operators eyes. The following was received by the initial reporter: verbatim: at around 11:00 on (B)(6) 2023, the patient was successfully punctured with an intravenous indwelling needle. After the steel needle is pulled out normally, the white rubber port of the catheter seat splashes blood to the operator's eyes. It has been washed under running water for the first time, and the occupational exposure has been reported according to the relevant management procedures of the hospital. The bleeding port of the patient's indwelling needle is wiped with disinfectant and then sealed.